Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture diagnosed by MRI. Explant surgery not scheduled yet.

Event description:
Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: brown particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.4, h.6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.